Event description:
It was reported that the "burgundy rubber top" of a large volume infusor had come off the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot number 13d050 was manufactured between april 17, 2013 - april 18, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the red coiled cap was separated from its cover. The cap separated from the cover because is was malformed. The malformation was caused by exposure to excessive heat temperature. If additional relevant information is obtained, then a follow-up report will be submitted.